Manufacturer narrative:
Additional manufacturer narrative: c1. Name (#1) - cbas® heparin surface; - manufacturer/compounder: w. L. Gore & associates, inc. - lot #unknown - cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following publication was reviewed: ¿outcomes of av fistulas and av grafts after interventional stent-graft deployment in haemodialysis patients¿ (christopher schmelter, cardiovasc intervent radiol, (2015) 38:878¿886, published november 7, 2014). The article presents a retrospective single-center study to assess outcomes of arteriovenous (av) fistulas and av grafts after interventional stent-graft deployment in haemodialysis patients. 66 av access interventions were performed in 63 haemodialysis patients with av fistulas or av grafts, treated by interventional stent-graft deployment from 2006 to 2012. All patients with stent-graft deployment in their respective av accesses were included in the study. Two different kinds of stent-grafts were used in the study. Fluency stent-grafts were used since the first case of the study in 2006, gore® viabahn® endoprostheses (vb) stent-grafts were used since 2010. Vb stent-grafts were deployed in 32 cases, with equal numbers in av fistulas (50.0 %) and av grafts (50.0 %). Two times fluency and viabahn stent-grafts were deployed in the same av access in a single intervention, once in an av fistula, once in an av graft. It was stated that in 6 out of 66 cases, early dysfunction of the av access within the first 7 days after intervention with stent-graft deployment occurred. Of the 6 cases it is unknown how many received vb.